Manufacturer narrative:
Concomitant medical products: product ID 37744q, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3888q33, lot# va0de44, implanted: (B)(6) 2014, product type: lead; product ID 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported contact 7 was out of the impedance range of <(><<)>10 ,000 ohms. They could not test at higher amplitude due to patient discomfort during the test. They were able to program around contact 7. No action was taken and no diagnostic methods occurred. Etiology of the lead was not related to the implant procedure. There were no signs or symptoms and the outcome was ongoing with no further action needed.

Manufacturer narrative:
Analysis of the lead lot number va0de44 found no significant anomaly. The stimulation lead distal end weld was broken due to overstress/damage. The number 7 electrode weld was broken due to overstress damage. Event date updated.

Manufacturer narrative:
Product ID 37744q, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015(B)(6); product type extension product ID 3777q45, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3888q33, lot# va0de44, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3888q33, lot# va0d8d6, implanted: 2014 (B)(6); explanted: 2015 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. Analysis results were not available at the time of report. A supplemental MDR will be submitted when analysis results are available.

Event description:
Additional information received reported that the impedances that were out of range had value of >10,000 ohms and not <(><<)>10,000 ohms as previously reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.